Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Additional symptom reported of "slow speech." (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs), alleging that her onetouch verioiq meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient was unsure when the alleged inaccuracy with the meter started; however, she reported that on (B)(6) 2016, she obtained an alleged inaccurately high blood glucose result on the subject meter of ¿65 mg/dl¿ compared to a laboratory result of ¿49 mg/dl¿, performed ¿at the same time.¿ based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. The patient manages her diabetes with insulin pump therapy. It is unclear whether she made any changes to her usual diabetes management regimen after obtaining the alleged inaccurate result. She reported that at 8am on (B)(6) 2016, she developed symptoms of ¿dizzy, confused, sweating [and] slow speech¿. She indicated that at 8:10am on (B)(6) 2016, her mother, who is a nurse, gave her ¿peanut butter¿, followed 5-10 minutes later by ¿orange juice to raise her blood sugar.¿ at the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient described the correct testing steps. The cca confirmed that the patient¿s test strips were within expiry date, had been stored correctly and the test strip vial was intact. It was also noted that a control solution test was in range. The issue remained unresolved. The patient¿s products were replaced and requested back for investigation. This complaint is being reported because the patient claims she obtained an inaccurately high blood glucose reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia requiring intervention by a third party, after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.